Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The scoring of the unit was not deep enough in the sheath, which caused the wavy shapes in the sheath. This is due to a problem in the adjustment of the scoring machine. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that when inserting the permcath during an operation, the peel away sheath could not be removed properly. No patient injury.